Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not functioning as intended. Two weeks later, the patient underwent surgical intervention to revise the device. A tear was found in the right cylinder, and the cylinders were replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not functioning as intended. Two weeks later, the patient underwent surgical intervention to revise the device. A tear was found in the right cylinder, and the cylinders were replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found both cylinders had wear at folds in the proximal, middle, and distal parts of the cylinder. One of the cylinders distal folds had a hole in the corner that resulted in a fluid leak. The other cylinder presented a bulge at the proximal end when inflated with a syringe and had broken fabric threads from wear in the proximal end of the cylinder. Based on the information, the reported observations were able to be confirmed.